Event description:
Dr. (B)(6) had just started pushing implant in place when it broke.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.